Event description:
Initial reporter indicated that they had a pt who was having increased seizures after they had a stroke. Reported the pt was in rehab and had a "spell" and CPR was done. The physician did not know what the event was; if the pt had a seizure, pseudo seizure or cardiac event. She is able to swipe the magnet and her voice does change with stimulation. The pt's vns was not able to be interrogated using two different programming systems and a device issue is suspected at this time possibly related to damage from CPR. The pt had their generator replaced and good faith attempts are being made for the product return for product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death.